Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The insulin pump had not been dropped or bumped and showed no signs of physical damage. However, the insulin pump had been exposed to high humidity. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and the display did return. The customer also reported a high blood glucose reading over 600 mg/dl. The customer treated with manual injection. She declined troubleshooting for high blood glucose. The insulin pump was not returned or replaced.